Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in the severely tortuous right external iliac artery. The 4.0x40mm sterling balloon catheter was advanced to the lesion for post-dilation. The balloon was inflated to 6atms and the physician moved the device slightly. During the second inflation, the balloon ruptured at 3atms. The device was removed intact and the procedure was completed with a another of the same device. There were no patient complications reported and the patient's status is good.